Event description:
It was reported that the customer experienced a cgm error 42 with their pump. There was no adverse impact to the customer¿s blood glucose level reported. Technical support guided the customer through a pump reset without resolving the error, leading to a decision to send a replacement pump with updated software. The customer was instructed on steps to return the faulty pump and understood the guidance provided.